Event description:
The reporter stated that the surgeon was inserting a 3 piece siliocne lens model aq2003v into pt's eye and the lens went into the pt's vitreous upon insertion. The surgeon enlarged the incision and removed the lens in 1 piece and performed a vitrectomy. He put in another lens of the same model and used a suture to close the wound. The reporter stated that the surgeon didn't know why the lens went into the vitreous.

Manufacturer narrative:
A visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Both sides of the optic and haptics were checked for sharp/rough edges and the edges were found to be acceptable. A lens serial work order search was performed for similar complaints within the work search and no similar complaints were found. No conclusions can be drawn. Based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.